Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: update - there was loss of light for 4 minutes the ls continues to throw an error that it¿s ¿overheating¿ and it auto ejects the light cord. I have never seen this before and it¿s not happening on their other tower. (B)(6). In a case: yes. Patient harm: no. Patient delay: yes. Resolution: brought in different tower and used that light source. Completed case: yes. (B)(4). The failure(s) identified in the investigation is consistent with the complaint record. The probable root: upon investigation of the software, a bug was noted where the l11 tried to read the thermistor while white light is off, causing an invalid reading. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.